Event description:
Five months after cochlear implant surgery, the pt reported that the implant site was draining and had become infected. In jan 2006, the audiologist reported that there was still drainage and that the doctor was considering explanting the device. The surgeon reported in 1/2006 that the drainage was due to an infection and he planned to explant the device and reimplant a new device. The device was explanted (date unk). The physician reported that he will monitor the pt's recovery.